Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced and calibrated the left monitor. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system displayed a blank screen on the left monitor. No patient injury was reported.